Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial tray at the implant to cement interface. Depuy cement was used. Doi: unknown; dor: (B)(6) 2017; right knee.

Manufacturer narrative:
Investigation summary ==> no device associated with this report was received for examination. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.